Manufacturer narrative:
G3, h2, h3, and h6: the real intelligence cori, part number rob10024, (B)(6) and used for treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A visual/functional inspection cannot be completed as no device was returned for evaluation. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. While the reported problem was not confirmed during evaluation, the most probable contributing factor(s) to the reported problem is potential software failure. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during a cori tka procedure, they received drill disconnect error immediately upon milling femur. They used exposure control during distal cut and were forced to recalibrate (B)(4). However, they also received a critical error that pushed them out of session (B)(4). They resumed quickly and recalibrated and continued session with no other issues and a delay of fewer than 30 minutes. No other complications were reported.

Event description:
It was reported that, during a cori tka procedure, it was received a critical error that pushed them out of session. They resumed quickly and recalibrated and continued session with no other issues and a delay of fewer than 30 minutes. No other complications were reported.